Event description:
It was reported via repair work order that the head section will not retract, which could effect patient transport. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.